Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph and physical unit submitted for evaluation. Bd received one 20g insyte autoguard bc IV catheter and one photo which displayed similarities to the returned sample. The returned sample exhibited evidence of use. The IV catheter had been removed from the needle and a needleless injection cap was received with the IV catheter. No damage was observed from a visual observation. Functional testing was performed where leakage was confirmed from under the nose of the pink adapter. The pink adapter was removed, and a hole was observed near the leading edge of the wedge. Your reported issue was confirmed and determined to be manufacturing related. Damage at this location would not likely occur in the clinical environment as the hole was located within the catheter adapter. The observed damage may occur during the assembly process when the tubing is assembled to the catheter adapter. Misalignment may result the catheter tubing being pinched and/or punctured. Per our quality plan, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
No additoinal information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter leaks at the catheter/ hub junction the following information was provided by the initial reporter: leaking of IV where catheter attaches to hub.

Manufacturer narrative:
Additional information- patient outcome updated in g adverse event terms(s) and e/f codes.